Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they are not able to charge the implant for the past couple of weeks. Patient stated they are getting a message to position the recharger and wait 10 minutes and they can't get it past that. Patient mentioned they have to redo the time and date. Agent asked patient to connect the controller to the ac power supply and patient confirmed the green light is blinking on the controller and green light on power supply. Patient then connected the recharging antenna and confirmed seeing no device found. Patient entered passive recharge mode. Patient reports they have  performed the passive recharged multiple times and unable to see a normal charging screen. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the is sue. No symptoms were reported.